Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using off-label insulin with the pump. Tandem customer technical support informed customer that only approved insulin should be used with the pump. Customer changed supplies to address the issue.